Event description:
Boston scientific received information that this right atrial lead dislodged one day post implant. A lead revision procedure was performed where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized. Visual inspection demonstrated that the lead's distal part was found bent and partly pulled out from the ring electrode. Mechanical stress during the surgery should be taken into consideration. Cutting in the insulation resulted most likely from the explantation procedure during further analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. There was no sign of a material or manufacturing problem.